Event description:
It was reported that a caucasian female patient underwent a breast surgery with two 275cc mentor memorygel breast implant prostheses and experienced right-sided rupture and bilateral device migration postoperatively. Due to bilateral device migration, the patient underwent removal and replacement with a 275cc mentor memorygel breast implant (right catalog #:3502751bc , right serial #: (B)(4)) for the right side and surgical intervention (removed & re-implanted in) for the left side on (B)(6) 2022. Upon explantation, the right-sided device was found to be ruptured. Breast implants are intended for single use only. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Furthermore, the integrity of the device cannot be guaranteed due to the risk of damage to the device. Sterility, safety, and efficacy cannot be assured for damaged devices. This report is for the left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).